Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler is available to return as a sample product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler is available to return as a sample product.

Manufacturer narrative:
Clinical review: there is a temporal and likely causal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. The patient was in pd therapy utilizing the cycler set when the liberty select cycler alarmed with air detected in the cassette. The patient continued to complete the treatment and subsequently a fluid leak was observed at the end of the treatment. The patient reported fluid in the pump module and on the outside of the cassette. The patient was subsequently diagnosed with peritonitis. Unnoticed leaks are a leading cause of contamination in pd therapy that can lead to peritonitis. No information was obtained pertaining to the patient¿s pd culture results; however, the international society for peritoneal dialysis (ispd) recommends the patient be treated with prophylactic antibiotics after exposure to a wet contamination or leak. Although the sample has not been evaluated for manufacturer investigation at this time, it is likely that the leak reported by the patient is the cause of the peritonitis event. Therefore, the liberty cycler set cannot be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis after a reported cassette leak occurred during treatment on (B)(6) 2023. The patient was in treatment utilizing the liberty select cycler with liberty cycler set when she received an m31 air detected in cassette warning during fill 4 of 5. The patient continued treatment. Fluid was discovered at cassette removal step at treatment complete. Fluid was discovered in the pump module area and on the external of the cassette. The location of the leak was not identified. Attempts to obtain additional information were unsuccessful. No further information pertaining to the peritonitis event was provided. The cycler is available to return as a sample product.